Manufacturer narrative:
Updated fields: d8, h3, h6, h11. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: endoscope has a large amount of liquid immersion and black water flowing out. Based on the results of the investigation, it is likely the following led to the malfunction it was cause traced to component failure. For the foreign material the cause is not established. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope exhibited a b30 error code during inspection for use. There was no patient involvement.